Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment as both output connectors were broken. It was also noted that the hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable connector on the external pulse generator (epg) was defective and the user can't plug in. The epg was returned for service. There was no patient involvement.